Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. No further investigation is required. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a fungal infection while wearing an adc freestyle libre sensor. Customer further reported that approximately six days after insertion he began to experience itching so he removed the sensor and self-presented to a healthcare provider. Customer was diagnosed with a fungal infection and noted the hcp used an unspecified disinfectant to treat the wound. Customer was contacted in follow-up but was unable to provide any specifics about the treatment provided. There was no report of death or permanent injury associated with this event.